Event description:
It was reported, that the patient was prescribed 1 week dose of amoxicillin for infection. Tooth site #30. Symptoms as a result of the event: pain & edema.

Manufacturer narrative:
Zimvie (B)(4). E1: initial reporter¿s title is not provided /unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed. For infection events identifying, that a definitive root cause cannot be identified, due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received, which indicates, that the device may have caused or contributed to the infection event, an additional report will be submitted.